Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a female pt experienced a comminuted fracture of th12 due to osteoporosis. Conservative treatment was given with 3 point orthosis. The kyphosis angle changed from 6 to 16 grade with operative treatment following, date of surgery unk. Pt was treated with dorsal stabilization th11 - l1 and kyphoplasty on th12 be means of uss fracture mis hardware. It was noted after the surgery there was a minimal loss of height. The hardware has not been explanted and there are no plans to remove the hardware. No further info is available. This is 11 of 14 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.